Event description:
It was reported the laser fiber broken and then caused small fire. According to the reporter, the laser fiber snapped in half, mid case (lithotripsy procedure) and the side that remained attached to the machine caught on fire (smoke/sparks/flame present) and was shortly put out as it was laying in a bed of saline on the ground. The other end was still in the shaft of the scope. Another laser fiber was opened and used . The intended procedure was completed. There was no patient harm or injury reported as a result of the incident. No user/staff injury reported.

Manufacturer narrative:
In a follow up communication with the customer, it was conveyed that the fiber has not been run over and no physical damage, the incident was spontaneous, it snapped about 20 cm from where it was inserted into the scope and when it snapped, it fell to the floor into the saline. The subject device is being returned and has not yet been received to date, however, photos of the damaged fiber was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported problem with the fiber. The fiber for this complaint was returned in a plastic bag and inspected. The fiber was confirmed to be a tfl-fbx550s with lot number kr120212. The fiber arrived in two pieces. The portion not connected to the handle appeared to have a used tip with charring and a clean break on the opposite end. The portion connected to the handle appeared moderately burnt with the fiber jacket burnt back slightly more than an eighth of an inch. The proximal handle does not have any visual physical defects. A review of the device history record was not able to be conducted by the original equipment manufacturer. A root cause analysis determined that the reported device problem was probably caused by mishandling. Based on the physical investigation of the fiber and the details provided with the complaint, it is probable that the fiber snapped/broke from stress. The fiber was likely overstressed or bent when pressed against the rigid top of the scope that it was being used with. The fiber broke near the proximal end (20 cm) of the endoscope. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which recommends a minimal bend radius of 58 mm for the 550 micron fibers. Additionally, caution should be used when using a fiber in conjunction with a scope to avoid bending the fiber beyond the acceptable bend radii. Olympus will continue to monitor field performance for this device.